Manufacturer narrative:
Investigation: eight photos and eight loose 1ml syringes were received and evaluated. It was observed in seven photos and seven physical samples, there was a small perpendicular scratch outside the grad lines approximately 3/16" in length at the 0.14ml marking. One syringe had minor scuff marks outside the grad lines. In all eight syringes the scratches were acceptable per product specification. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9232833 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the scratched barrel defect is likely associated with the assembly process. Since the defects observed are within the acceptable limits, no corrective actions are necessary at this time.

Event description:
It was reported that scratches were found on the bd syringe luer-lok¿ tip during use at the "0.13-0.15 mark". This occurred with 8 separate syringes, but the dates are unknown. The following information was provided by the initial reporter: "scratches observed at the 0.13-0.15 mark. Significant scratches observed at the 0.13-0.15 mark during compounding. These syringes were rejected for use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that scratches were found on the bd syringe luer-lok¿ tip during use at the "0.13-0.15 mark." This occurred with 8 separate syringes, but the dates are unknown. The following information was provided by the initial reporter: "scratches observed at the 0.13-0.15 mark. Significant scratches observed at the 0.13-0.15 mark during compounding. These syringes were rejected for use."